Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient complained of feeling 'twitching-like' symptoms. The lead was reprogrammed, and the patient was sent home. A week later, the patient complained of the same symptoms, and a device check was performed. The lead exhibited rapid increasing and decreasing impedances. Further examinations did not indicate a lead anomaly or cardiac perforation. Though the physician felt that the symptoms may have been due to the patient's intrinsic pulse, a new lead was added and the current lead was left in patient's body. No patient complications have been reported as a result of this event.